Event description:
The patient called lfs and alleged that the meter was reading inaccurately low. The patient tested at home on their meter at 6.8 mmol/l. Went to the lab and was tested (about 25 minutes later) and the reding was 11.5mmol/l. The test strips have been opened for greater than 4 months. The techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The meter was cleaned correctly. The patient performed two check strip tests, both failed. The meter is being replaced for the patient.